Manufacturer narrative:
As reported from the complaint report, the operator experienced difficult dilation with the procedure sheath, and damage to the dilators was observed when removed from the vessel. The IFU warns: "do not use if there is difficult dilation from initial femoral artery access (e.g., damaging or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure." The post-closure angiogram showed a major blood flow obstruction starting approximately 5.0 cm proximal to the access site. A surgical cut down explanted the manta device, repaired the vessel, and restored flow. The vascular surgeon noted it was observed the manta device appeared correctly positioned, appropriately spaced; the collagen was extravascular and the toggle was positioned tight to the anterior wall of the vessel. The surgeon also noted long large luminal dissections present within the vessel. The root cause of the stenosis is likely due to an intima flap created from the dissection and blocking blood flow in the vessel, which likely resulted from the difficult dilation observed with the procedure dilators. However, dissections are a common large bore procedural complication; therefore, it cannot be definitively determined if the dissection occurred prior to or during the manta deployment. The following adverse events related to the deployment of vascular closure devices has been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The risk documentation was reviewed, and this incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Similar device history records (DHR) documentation was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vascular closure device instructions for use lists potential adverse events related to the deployment of vascular closure devices to include local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: arterial damage and vessel laceration or trauma. Use error has been identified as a contributing factor in this event: the instructions for use also states do not use if there is difficult dilation from initial femoral artery access (e.g., damaging or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's artery size was reported as 8.0 mm+ with minor calcification present (posterior calcium noted in the vessel at the access site.) The first procedure sheath and delivery system encountered difficulty advancing approximately near the common iliac artery. The sheath and delivery system were pulled in and out with simultaneous rotation and the sheath and delivery system were removed. Upon removal of the sheath, it was noted that the sheath had split in multiple locations and the seam was exposed. A second sheath and delivery system were advanced, and the heart valve was deployed without issue. The operator continued and the procedure sheath was replaced with the manta sheath with no visible bleeding around the sheath. Contralateral wire placement had been the plan prior to the start of the case, but due to difficult anatomy, was not used for closure. The operator reportedly demonstrated good manta deployment technique without bleeding at the skin level. A post-closure angiogram revealed a major blood flow obstruction starting approximately 5.0 cm proximal to the femoral access site. The operator attempted to cross a wire over for more than one hour. The wire was visibly caught 5.0 cm above the access site and at the access site. It was unclear if the wire was ever in the true lumen or false lumen. Vascular surgeon intervened to remove the manta and repair the femoral vessel. During the surgical repair, the surgeon identified all or most of the collagen to be extravascular and the toggle tight to the anterior wall of the vessel. There was no acute calcium on the posterior wall and long/large luminal dissections within the vessel were noted. When explanted in its entirety, the manta toggle, collagen, suture and lock all appeared to be in the correct position with appropriate spacing. The patient's condition was reported as "fine."